Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had developed an infection. Their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have been extracted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.